Event description:
Dr. Was using the electrode to perform a subacromial decompression which split at the tip, i.e. The ceramic came off. This was removed from the joint and a 2nd electrode was used to complete the procedure.